Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right atrial (ra) lead. The ra lead was explanted during an upgrade to bi-ventricular defibrillator . No patient complications have been reported as a result of this event.